Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 37714, pain stim ipg; 3778-60, pain stim lead; 3778-60, pain stim lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy by the implantable cardioverter defibrillator (ICD) device due to inappropriate detection of sinus tachycardia as ventricular arrhythmia. The device remains in use. It was reported that the right atrial (ra) lead was observed with undersensing, which may have led to the inappropriate shocks for sinus tachycardia. The sensitivity was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.